Event description:
It was reported that the customer was hospitalized do to diabetic ketoacidosis, with a blood glucose reading of 21 mmol/l. It was reported that the customer had suffered an infection at the insertion site from the infusion set being worn, and experienced high blood levels for three days. It was stated that the customer inserts in different areas of her body, and experiences redness, irritation, itching and bruising about 50 percent of the time. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. It was advised to have the customer try different infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.